Manufacturer narrative:
Summary - bd received a btd sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for the syringe breaking off from the btd was observed; however, no cracks or damage was observed on the holder, luer or np sleeve. The btd was observed to have a fractured syringe tip remaining within the luer. Measurement analysis of the customer sample indicates that the product met the required specifications. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed as the samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion - although it was observed that the syringe had broken off and the tip had remained within the btd device, based on evaluation of the btd customer and retain samples, there were no defects observed as the product met required specifications. Root cause - based on the investigation, a root cause for the syringe breaking could not be determined. The btd product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® blood transfer device with luer adapter broke and popped the syringe off during use and sprayed the nurse however, no mucosal transfer was noted. No serious injury or medical intervention noted.